Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported via phone call that she experienced high blood glucose. The customer's blood glucose was over 600 mg/dl at the time of incident. The customer's blood glucose was 592 mg/dl at the time of call. The customer stated that she treated her high blood glucose by giving bolus. Troubleshooting was offered but did not occur due to customer wanted to be transferred to the trainer. The customer stated that she ate prior to the high blood glucose. The insulin pump will not be returned for analysis.